Manufacturer narrative:
This issue was investigated by reviewing complaint documentation and by reviewing labeling in the architect system operations manual. The complaint indicates abbott css advised the customer to check the expiration date of the ict module, check the ict probe, replace the ict diluent and replace the ict syringe. Subsequently, abbott field svc identified leaking ict syringes. After the ict syringes were replaced and the ict sample syringe stirrups were cleaned, a successful ict calibration was generated with acceptable results for controls and pts. Although the ict model exceeded the 2-month onboard use warranty stated in the operations manual, the investigation does not indicate the ict module contributed to the issue. The operations manual includes sufficient labeling with regard to the ict module's warranty, maintenance, and replacement and troubleshooting the customer's issue. The architect c system warranty info provided in the operations manual forward states "the ict module warranty two monts post installation, whichever occurs first." Section 9 service and maintenance instructs the user to check 1 ml syringes daily for leaks. Section 10 troubleshooting and diagnostics includes probable causes and corrective actions for the observed problems "ict aspiration or ict reference solution pump syringes leak", "controls out of range", and "erratic results, poor precision - ict results". Probable causes include leaking 1 ml syringes in the ict aspiration pump or in the ict reference solution pump, and the corrective action is to replace the 1 ml syringe. The user is referenced to section 9 component replacement for instructions to replace the sryinges. This is the final report.

Event description:
The customer observed discrepant architect c8000 ict results on a pt specimen. An initial high sodium result of 183 mmol/l was generated, but when the sample was retested, the result was within normal range (value not given). The sample was tested on another architect c8000 with a sodium result of 139 mmol/l.